Event description:
On (B)(6) 2021 it was reported the patient passed due to double pneumonia.

Manufacturer narrative:
Reference record (B)(4) .

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient was hospitalized in intensive care due to volvulus, which needed urgent surgery with the intestines laying on the abdomen, etc. Patient developed peritonitis and became seriously ill. No further information is available. Not suitable with follow-up.